Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported during a lead removal procedure (reference MFR. Report: 1627487-2015-03270) the dura was punctured and the patient experienced a csf leak. The csf leak was repaired and the patient was hospitalized overnight. The patient did not experience any symptoms of a csf leak and recovered without incident.